Event description:
It was reported that high and varying superior vena cava (svc) and high voltage (hvb) lead impedances in the right ventricular lead were observed following a device change out procedure. Additional information obtained indicated that a loose set screw was confirmed to be the cause of the high and varying lead impedances. The lead function was tested through the analyzer and the device and found to have normal function and the lead was reconnected to the device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6942 implantable tachy lead, (B)(6) 2000. (B)(4).